Event description:
A malfunction alarm was reported, identified by code malf 12, which occurred multiple times on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump, as it was still under warranty. The customer was instructed on how to put the pump into storage mode before returning it and confirmed that they would continue to use the current pump to ensure insulin delivery was not interrupted.